Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during ivtm therapy on a male with high fever, the user facility nurse noticed the saline bag was empty after 24 hours. The patient had a smooth insertion on the left femoral with an icy EU catheter (lot number 81780). The nurse replaced the catheter to continue with the therapy. Although an alarm was noticed on the thermogard console, the unknown error code was later cleared when the nurse had placed the new catheter. The patient was reported doing fine.

Manufacturer narrative:
The reported complaint of a icy catheter leak was confirmed during function testing. A bonding leak was observed at the proximal end of distal balloon and at the distal end of medial balloon. No physical damaged observed on the returned catheter during visual inspection. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of distal balloon and at the distal end of medial balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported issue was due to a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for icy catheter with lot number 81780.

Event description:
On october 1, 2018, zoll has learned that patient has expired on (B)(6) 2018. However, the user facility doctor stated that the icy catheter did not contributed to the patient's outcome. In agreement with treating physician, the patient's death was not attributed to zoll catheter but was related to the patient's critical clinical condition.